Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 100% stenosis. The 3.5x15mm xience skypoint stent delivery system (sds) was advanced without resistance. The balloon was inflated at low pressure since the balloon seemed to have a leak "[balloon rupture]", but the stent was partially deployed. Another non-abbott balloon was used, inflated at desired pressure fully deploying the stent. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.